Event description:
A malfunction was reported with a code displayed as malf 9. Customer did not experience a blood glucose level exceeding 500 mg/dl, and there was no adverse impact to blood glucose levels. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to report any recurring issues.